Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 180 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
On (B)(6) 2022, a pump evaluation was performed and it was observed that multiple malfunction alarms occurred. With the inclusion of the additional information received, pump had malfunction alarms on (B)(6) 2022 rather than a data log corruption.